Manufacturer narrative:
E1: establishment name: medtronic minimed country: united states of america street: (B)(4). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the patient stated the infusion set tubing came apart in use for two days on (B)(6) 2026.